Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged right atrial lead, causing loss of capture. Imaging was done that had previously confirmed the dislodgement during the week of (B)(6) 2021. The patient's lead was explanted and replaced without consequence. The patient was stable throughout.